Event description:
Olympus was informed that during an unspecified procedure, the user was suctioning fluid and the subject device dislodged and squirted the user in the eye. The patient is (B)(6).

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report and was informed that during an unspecified colonoscopy, when the user applied suction to remove bio fluid/debris, the subject device came off and liquid was ejected. The user was offered antiretroviral post-exposure prophylaxis (pep) after the initial exposure but it was not reported whether the user accepted it or not. No additional information was provided. Olympus followed up with the sales representative and was informed that the user wore a gown but no goggles or face shield. It was reported that the user was aware that the patient was (B)(6). In a previous reprocessing in-service, the endoscopy support specialist (ess) discussed personal protective equipment (ppe) with the end users and staff. No information was provided on the reprocessing method or the number of times the subject device is re-used as the facility performs over a (B)(6) cases a day. A total of (B)(4) devices were returned to olympus for evaluation, (B)(4) brand new and (B)(4) with evidence of cracks and wear and tear around the mouth of the subject device (under the cap). Two brand new biopsy valves were tested and functioned properly during suction. All the devices will be forwarded to the original equipment manufacturer (OEM) for further investigation. This report will be supplemented if additional and significant information becomes available later.